Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, two different hiwire nitinol hydrophilic wire guides were used in a urology case and on both wires, the coating began to peel off inside of the scope. The packaging was discarded during the case and the lot number is not available. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. No adverse events have been reported as a result of the alleged malfunction.

Event description:
Additional information was received on (B)(6) 2018. It was reported, the male patient underwent cystoscopy with retrograde pyelogram of the urethra. The wire was inserted into the scope. Tried to remove the wire and it began to shred (twice). An ncircle tipless stone extractor was used to remove the shredded pieces of wire from the patient. As reported there were no additional procedures required due to this occurrence. There were no adverse effects on the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation evaluation. The complaint device was not returned for an evaluation and no photographs were provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of the instructions for use and quality control data. A review of the device history record could not be performed as the lot number of the device was not provided. A review of complaint history could not be performed on the complaint device lot because the lot number was not provided. The instructions for use (IFU) precautions that a number of different factors may cause the alleged issue. Manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. When using wire guide through a metal cannula/needle, use caution as damage may occur to outer coating this product comes from a supplier. Current controls for quality control are in place to assure functionality and device integrity prior to shipping. Based on the provided information an investigation conclusion cannot be determined. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.